Event description:
Device evaluation: a number of struts on the 12th, 13th, 25th, 26th and 32nd distal segments were raised. A number of other segments were deformed. Image review: the cardio angiogram images show the vessel to be severely calcified. The images show the vessel being pre-dilated with a balloon a number of times. The cag shows post dilation that the severe calcification remains in the vessel. The images returned from the account also show the use of a guideliner in an attempt to deliver the stent. There were attempts made to position the stent but these appear to have failed and the stent looks slightly damaged. Another stent of approximately the same size was deployed in the vessel, the vessel appears to be treated well with less evidence of the calcification.

Manufacturer narrative:
Results, conclusions: stent deformation, lesion morphology-90% stenosis, severe calcification and severe tortuosity, excessive force used when attempting to advance the device to the lesion, deformation problem. (B)(4).

Event description:
A resolute integrity was being used to treat a severely tortuous anatomy in the cx. The lesion was 90% stenosed with severe calcification. Device was removed from packaging per IFU and inspected prior to use with no issues noted. Negative prep was performed and no issues noted. The lesion was pre-dilated. Resistance was encountered when advancing the device and excessive force was used during delivery. It is reported that the stent became deformed before reaching the lesion (stent damage was seen under fluoroscopy). It is also reported that the physician experienced difficulties removing the device prior to stent deployment / balloon inflation. The physician indicated the removal difficulties were due to the damaged stent. Force was used to remove the device. Device did not pass through a previously deployed stent. A guideliner was used and another resolute integrity was used to treat the patient. There was no patient injury reported.